Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist: section: using the automated impella controller with the impella catheter: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that during impella 5.5 support, the purge pressure suddenly increased while the purge flow decreased. A high purge pressure and purge flow blocked alarm message appeared on the automated impella controller in response to the sudden change in support. Resolution options were discussed with the site and the decision was made to initiate a tissue plasminogen activator protocol. Support was continued following the intervention. Upon follow up, it was documented that the patient passed away the following day due to their overall condition. It is unknown if the impella related malfunction contributed to the patient's passing.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The impella 5.5 was returned for evaluation. The pump was returned. Cut at catheter and only pump cannula and motor housing side was returned. Upon visual inspection, biomaterial was present in the purge gap after pump was soaked in warm water to remove dried blood. Data logs were reviewed and long term log showed an increase in purge pressure over a period of approximately four hours with a simultaneous decrease in purge flow. Purge pressure remained high for the remainder of the case. Clinical details noted that "high purge pressure" alarm occurred on day five of support, the pump had dextrose 5 percent in water with sodium bicarbonate running in the purge solution. Tissue plasminogen activator protocol was initiated in attempt to resolve alarms. The root cause of the high purge pressure was due to biomaterial. B.1 revised as product problem was inadvertently omitted on the manufacturer device report number 1220648-2025-25559.